Event description:
It was reported by customer "double lumen PICC placed in right basilic vein. Placement conferment with chest xray. Patient called to report bed sheets were wet. PICC rn looked at line and found purple lumen leaking slowly from in between the hub and the cap. PICC rn changed the cap and it continued to leak with flushing. PICC rn aspirated for blood return, blood return was noted but there were air bubbles in syringe being created with aspiration. The cap appeared to fit properly/snugly. PICC rn tried caps from different lot numbers with same result. The hub itself was intact, nothing appeared damaged. It did not leak when PICC rn took the cap off and attached the flush directly to the hub, it flushed easily, with great blood return. PICC rn attached a tri connector to the lumen without leaking. There were no issues with red lumen."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5564 showed thirty other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the luer hub is inconclusive due to non-original sample returned. Three sealed 5 fr dl powerpicc catheter kits were returned for evaluation. The product sticker labels indicated lot: ref (B)(4) for all three samples. This complaint will address the second and third sample. The first sample is addressed in complaint: (B)(4). Microscopic inspection of the purple luer adapters did not reveal any visual damage or issues with the hubs. The mold cavity letters for the samples were ¿a¿ and ¿w¿ respectively. The catheters were infused and pressurized, and no leaks were noted. Since the samples returned were within sealed kits, it is likely that the sample which experienced the alleged issue was not returned; therefore, the complaint could not be confirmed for the returned sealed samples. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer "double lumen PICC placed in right basilic vein. Placement conferment with chest xray. Patient called to report bed sheets were wet. PICC rn looked at line and found purple lumen leaking slowly from in between the hub and the cap. PICC rn changed the cap and it continued to leak with flushing. PICC rn aspirated for blood return, blood return was noted but there were air bubbles in syringe being created with aspiration. The cap appeared to fit properly/snuggly. PICC rn tried caps from different lot numbers with same result. The hub itself was intact, nothing appeared damaged. It did not leak when PICC rn took the cap off and attached the flush directly to the hub, it flushed easily, with great blood return. PICC rn attached a tri connector to the lumen without leaking. There were no issues with red lumen."